Event description:
It was reported that the device was at elective replacement indicator (eri) and had premature battery depletion due to high outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The analysis found the battery depletion was normal.